Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
The sample is indicated as available for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
While using the bippince biopsy device, the handle broke and we were unable to obtain adequate samples. This required us to open another device and enter the liver a second time. The patient did not have any side effects as a result of this.